Event description:
A healthcare provider (hcp) reported that the electrode check was completed with no concerns prior to right thyroidectomy case. 20 minutes into the case channel 1 would make significant noise in the 1000-3000mv range. Electrode check performed, indicating that the blue/channel 1 was functioning intermittently (green check to red x) causing the erroneous noise. Blue channel was deactivated and electrodes swapped to the purple channel, channel 3. The issue continued. The blue electrodes (now channel 3) were deactivated and channel 2, red electrodes were used to monitor the right side rln. The procedure was extended for 5 mins and was completed with the reported product. The patient was alive - no injury.

Manufacturer narrative:
H3: product analysis confirmed that visually, the harness was cut, and the portion containing the plugs for the patient interface were returned with the device. The product is untestable in the damaged state because the resistance test takes into account the length of the electrode cables. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.